Event description:
The following was previously reported in manufacturer's report #3007566237-2012-01825: [it was reported that the patient's catheter was not "aspiratable." The catheter was replaced at the time the pump was replaced for end of life (eol). It was unknown what medications were used in the device system. The patient later reported that prior to her system replacement in (B)(6) 2012, the patient's healthcare provider suspected that there was something that was not functioning properly. After performing "some sort of diagnostic on it," they thought that "there might be a kink in the catheter line". The patient stated "it seemed obvious that something was wrong because her spasticity was so bad she could hardly walk". The patient's outcome was not provided. No additional information was available at the time of this submission. A follow-up report will be submitted if further information is received. Please see manufacturer's report #3004209178-2012-03460 for information pertaining to a catheter dislodgement and patient withdrawal following this replacement.

Manufacturer narrative:
Product ID: 8709, serial# (B)(4), product type: catheter. (B)(4).